Event description:
Healthcare professional reported left side capsular contracture baker grade ii and confirmed left side rupture. Device has been explanted and replaced. Total capsulectomy was performed.

Event description:
Patient reported, "rupture". Healthcare professional, later reported, "capsular contracture, baker grade ii rupture. Confirmed via MRI and pain". This record is for the left side. Device was explanted.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.